Event description:
It was reported that during procedure, the subject stent was advanced over the guidewire which had been inside the catheter and resistance was encountered at the 10cm from the catheter distal tip. During advancement, it was unclear whether the subject stent delivery catheter retracted or the subject stent stabilizer advanced, but the subject stent got prematurely deployed approximately 5 mm and prevented further advancement. The stent system was removed from patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9. Product available to stryker: updated. D9. Returned to manufacturer on: updated. H3. Device evaluated by mfg: updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition. Deformation was noted to the stent. All four marker bands were present on both ends of the stent. The delivery catheter was deformed at approximately 20cm and 22cm from the proximal end. The device was able to be flushed. Resistance was noted when removing the stent stabilizer from the delivery catheter through the deformed section. The delivery catheter was flat/crushed at the distal end. The stent stabilizer was kinked/bent at the proximal end, and at the distal end. During functional inspection the device was able to be advanced through a access catheter, friction was noted at damaged areas. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent deployed prematurely during use' and 'stent delivery catheter/guide catheter friction' were both confirmed during analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. The answer on whether or not continuous flush was set up and maintained throughout the clinical procedure was slightly confusing as it stated 'none'. The tortuosity of the patient¿s anatomy was reported as 'severely tortuosity'. It was reported that 'during advancement of the subject stent over a non-stryker guidewire which had been inside of a catheter, resistance was encountered at the 10cm from the distal tip of the catheter. Continuing the advancement, it was unclear whether the delivery catheter retracted or the stabilizer advanced, but the stent got prematurely deployed approximately 5 mm, preventing further advancement. The entire stent system was removed from the patient's body'. In the follow-up gfe responses, it was clarified that the stent had not been advanced as far as the lesion. However, it was unknown if the stent stabilizer was advanced independently of the delivery catheter. The stent was returned for analysis in a deployed condition. The stent was noted to be deformed. The outer catheter (stent delivery catheter) was severely deformed at 2 locations near the proximal end of the device and was flattened towards the distal end. The stabilizer was kinked/bent at the proximal end of the device and near the distal end. During functional testing, friction was noted between the delivery catheter outer body and the guide catheter. Friction was also noted when the stent stabilizer was removed from the outer catheter. As per the stent dfu operational instructions, the only times that the inner body is advanced independently of the outer body prior to the outer body being retracted during stent deployment is: step 4 of the dfu stent system preparation: loosen the delivery system outer body rotating hemostasis valve, flush the delivery system outer body with heparinized saline and tighten the hemostasis valve onto the delivery system inner body. Step 7 of the dfu stent system preparation: loosen the hemostasis valve on the delivery system outer body that is locked onto the delivery system inner body and gently retract the delivery system inner body so that there is a 1-2 mm gap between the proximal end of the dual tapered tip and the distal end of the outer body. This should result in a rapid saline drip from the outer body tip. Step 8 of the stent system preparation states: tighten the delivery system outer body hemostasis valve around the delivery system inner body to hold the delivery system inner body in place during advancement of the wingspan stent system. Step 4 of stent positioning and deployment states: loosen the delivery system outer body rotating hemostasis valve and advance the delivery system inner body until the proximal radiopaque marker band bumper is just proximal to the stent. Tighten the outer body rotating hemostasis valve. In the case of this complaint device, the user has stated that the stent delivery system was unable to be advanced to the lesion. Therefore, other than the initial set-up process, the rhv should not have been loosened, as this will allow the stabilizer (inner body) to advance independently of the delivery catheter (outer body). If the rhv was locked in place, the stent stabilizer and outer catheter should not have been able to move independently of one another. This movement appears to have resulted in the stent becoming prematurely deployed during advancement/manipulation of the wingspan system through tortuous anatomy. A lot of the damage noted during analysis most likely happened during manipulation of the device after resistance was noted. An assignable cause of use error has been assigned to the as reported and as analyzed codes as this complaint appears to be associated with a product that met stryker design and manufacturing specifications. However, premature deployment of the stent before it had been advanced as far as the target lesion suggests that the device was not used in accordance with the dfu. There was an act or omission of an act during use that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during procedure, the subject stent was advanced over the guidewire which had been inside the catheter and resistance was encountered at the 10cm from the catheter distal tip. During advancement, it was unclear whether the subject stent delivery catheter retracted or the subject stent stabilizer advanced, but the subject stent got prematurely deployed approximately 5 mm and prevented further advancement. The stent system was removed from patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.